Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery, several hours after placement foley catheter came out. Catheter was naturally removed.

Event description:
It was reported that during surgery, several hours after placement foley catheter came out. Catheter was naturally removed. Per investigator's notification received on 10dec2025, it was reported that solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak was found during sample evaluation.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all-silicone foley catheter with sample port connector and syringe. Verified material number 2758j14 and manufacturing lot number ngju0233. Visual inspection noted the balloon appears to be ruptured measuring 0.2225". Further inspection noted the balloon had no missing pieces (pr#(B)(4)). Using the returned syringe, attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak (pr#13766946). This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.